Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items were discarded by the hospital. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2008. Pt underwent revision surgery on (B)(6), 2010 due to detached tip of trochanter and pain. No further complications have been reported.